Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during basal deliveries. Additionally, the insulin gauge was inaccurate. Customer¿s blood glucose was between 120-150 mg/dl. Reportedly, the customer replaced the cartridge and continued to use the pump for insulin therapy.